Event description:
The baxter service engineer reported under infusion while servicing this device. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.